Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx). During the procedure, the physician noticed that the tip of the catrx was bent upon introducing it into the rotating hemostatic valve (rhv). Therefore, the catrx was removed. There was no report of an adverse effect to the patient.